Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2015 with the following findings: a review of the pump black box revealed no evidence of a cs 163 warning. The load step malfunction was not duplicated during the investigation. The force calibration passed within specifications. The pump was opened and there was no evidence of physical damage on the force sensor pins. Unrelated to the original complaint, the battery compartment was found to be cracked on the side.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.